Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) and four 41j shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and intermittent runs of true ventricular tachycardia (vt). This ICD remains in service. No additional adverse patient effects were reported.